Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : test strips were discarded.

Event description:
It was reported the patient received a low blood glucose result on her blood glucose meter. The patient's father does not remember the exact low value, but stated that on the hospital meter the result was hi (= higher than the measurement range of the meter, brand not provided). The time span between the two measurements was approximately 30 minutes. The patient experienced a hyperglycemia, developed acidosis, and went into a coma. She was admitted to the hospital and was treated with intravenous solutions and insulin. The patient stayed for 1 week in the hospital.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.